Manufacturer narrative:
(B)(4). Results: damaged firing trigger teeth, incomplete interrupted cycle, damaged spring cartridge lockout tab. The analysis results found that the device was received with the firing mechanism damaged and with two cartridge reloads present. Both cartridges were received partially fired and with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a bariatric by video procedure, the stapler locked and did not staple or cut. The reload was changed and so it stapled but did not cut until the end. Another like device was used to complete the procedure. There were no adverse consequences for the patient.